Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, c-section, tonsillectomy, adenoidectomy and arrhythmia. Concurrent conditions included kidney stone, laceration, constipation, upper respiratory infection, fibroids, pelvic prolapse, left upper quadrant pain, back pain, nausea, vomiting, tenderness nos, ischemia, hypokalemia, flank pain, feelings of weakness, dizzy, nephrolithiasis, headache, fever, sore throat, upper respiratory infection, urinary urgency, urge incontinence, stress incontinence, coughing, sneezing, chest pain, low blood pressure, hypoxia, uterine fibroids, uterine enlargement and backache. Concomitant products included ciprofloxacin (cipro), ketorolac tromethamine (toradol), levofloxacin (levaquin), metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils done 2 right and 2 left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: left renal stone. There is mild left hydro nephrosis without a definite calculus identified on this study. Bilateral tubal occlusion wires. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Successful occlusion of both fallopian tubes the essure device appears to be in satisfactory position. X-ray - on (B)(6) 2012: normal chest. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, vaginal bleeding, pain". Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet was received and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, abdomen pain. Reporter information, medical history, lab data, height, essure removal date, concomitant drug, events outcome was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils could be seen on the left side but not on the right from the essure procedure") in an adult female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, c-section, tonsillectomy, adenoidectomy, arrhythmia, osteoarthritis knee, hydronephrosis, atrophic vaginitis, leiomyoma of uterus, unspecified and cystocele. Concurrent conditions included kidney stone, laceration, constipation, upper respiratory infection, fibroids, pelvic prolapse, left upper quadrant pain, back pain, nausea, vomiting, tenderness nos, ischaemia nos, hypokalemia, flank pain, feelings of weakness, dizzy, nephrolithiasis, headache, fever, sore throat, upper respiratory infection, urinary urgency, urge incontinence, stress incontinence, coughing, sneezing, chest pain, low blood pressure, hypoxia, uterine fibroids, uterine enlargement and backache. Concomitant products included ciprofloxacin (cipro), ketorolac tromethamine (toradol), levofloxacin (levaquin), metronidazole (flagyl) and ondansetron (zofran). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdomen pain"). The patient was treated with surgery ((B)(6) 2014-hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and abdominal pain outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils done 2 right and 2 left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 1(B)(6) 2011: left renal stone. There is mild left hydro nephrosis without a definite calculus identified on this study. Bilateral tubal occlusion wires. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Successful occlusion of both fallopian tubes the essure device appears to be in satisfactory position.. X-ray - on (B)(6) 2012: normal chest. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, vaginal bleeding, pain". Lot number: 846827 manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.